Manufacturer narrative:
Device evaluation: device available for evaluation?, date received by MFR, type of reports ,if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 2. The valve was hydrated for 24 hours. The valve was visually inspected: and confirms the tear/cut in the silicone housing. A mark on the siphon guard was noted, this could be due to a sharp or pointed object. Review of the history device records was not possible as the lot number was unknown. The root cause to the tear/cut in the silicone housing is probably due to a sharp or pointed object, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
During shunt revision the surgeon found that the certas plus valve 828804pl was fractured. Hr replanted the valve, replaced it with a new one. He would like the valve evaluated. I have it to send in. Per rep: please provide the original implant date if known. I do not have the original implant date. Did the reported event cause any delays in the procedure or surgery over 30 minutes? The fractured valve was the reason for the surgery. Not to my knowledge. Were there any additional adverse consequences to the patient? Not to my knowledge.